Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the all reagent syringes, wash syringe, sample and reagent probes, degasser, degasser pump, di (deionized) water pump and r1 mixing motor, performed all necessary alignments and adjusted gear pump volume to optimal to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for iphos (inorganic phosphorous), glucose (glu) and lactate dehydrogenase (ldh) on their dxc 700 au clinical chemistry analyzer. The high patient results were reported out of laboratory and was later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.